Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of the endoscope was observed due to a clogged nozzle. The bending section cover glue had a gap and was worn out. The cover plate was deformed. The contact pins of the connector were scratched. The plastic part of the connector was cracked. The connecting tube was slightly collapsed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a diagnostic procedure, the evis exera iii gastrointestinal videoscope had air/water flow issues. The nozzle was clogged. The intended procedure was completed with a similar scope with no surgical delay. No piece of equipment fell into the patient. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged by a crystallized matter due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction the nozzle was clogged by a crystallized matter due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged nozzle. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was incorrectly/insufficiently reprocessed. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿·operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·reprocessing manual_precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. ·presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.